Manufacturer narrative:
D10 concomitant product: lxmj44s, maryland xp inline sealer/divider 44cm (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device did not seal very well with evidence of energy delivery and end tones heard when sealing of vessels. There was a minimal bleeding after cutting. There was no patient injury.